Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ping meter was reading inaccurately high, compared to another meter (unknown hospital meter) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged meter issue began on (B)(6) 2016 whilst he was in hospital (unknown reason, but stated he had a high potassium and creatinine). He alleged that he obtained an inaccurately high blood glucose reading of 67 mg/dl with the subject meter compared to 25 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs criteria for accuracy. The patient manages his diabetes using insulin pump therapy. In response to the alleged inaccurate low, the patient reported the diabetic doctor lowered his insulin. He denied developing any symptoms due to the inaccurate low but reported that he was treated with IV fluids in including 5% dextrose, receiving a total of 6 bags and a few shots. On (B)(6) 2016, he also had his blood tested on a laboratory device, obtaining a result of 25 mg/dl. During troubleshooting, it was established that the patients unit of measure on the meter had been recently changed and was not set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. It was confirmed that the test strips the patient was using were past their expiry date. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.